Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported 'occlusion test failed' which was not reproduced. The device was tested for downstream occlusion and upstream occlusion detection and both tests were passing with proper occlusion detection. The evaluator found the force sensor calibration above the expected range, which is a known contributor to false downstream occlusion alarms. A review of the event history log identified that the customer was experiencing downstream occlusion messages. The reported condition was verified. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the occlusion test. There was no patient involvement. No additional information is available.